Manufacturer narrative:
Event site postal code - (B)(6). Initial reporter occupation - chemical-pharmaceutical. The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an iab rupture occurred during an angioplasty procedure. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: unique identifier (UDI) #, serial#, version or model #, catalog #. The product was returned with the membrane completely unfolded. No sheath returned with the device. One kink was observed on the catheter tubing approximately 51.1cm from the iab tip. The guidewire, dilator, three-way stopcock, one-way valve, syringe, and extender tubing were returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The one-way valve was vacuum tested, and it held vacuum. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. We are unable to confirm the reported failure of ¿iab- leak (balloon rupture)¿. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. We are unable to confirm the reported failure of ¿iab- leak (balloon rupture)¿. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).